Event description:
A user facility returned the olympus, model gf-uct180, evis exera ii ultrasound gastrovideoscope to olympus for repair due to a report of "the image is very cloudy." Upon inspection of the returned unit by the service department, it was noted that a gap of adhesive was present on the distal end. This report is submitted for the malfunction of gap of adhesive on the distal end. As this was found during inhouse service, there was no patient involvement.

Manufacturer narrative:
The device was evaluated by olympus. It was determined that the forceps cover glue was peeling and a gap was present on the distal end, likely attributable to a shock, caused by dropping and knocking the endoscope to a hard surface or object (handling issue). The investigation is ongoing and a conclusive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. Updates to sections. The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A definitive root cause could not be identified. Based on the results of the device evaluation and the available information, the investigation determined the likely cause of the forceps cover glue peeling and gap present on the distal end was an external force applied to the relevant part by strongly rubbing it during daily use including re-processing. The following relevant statement is found in the instructions for use: "inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities."